Event description:
On (B)(6) 2014, a mitroflow valve 12a21 was implanted in aortic position. On (B)(6) 2021, the device was explanted in quasi emergency surgery due to occurrence of the tear caused by calcification. The mitroflow valve was replaced with perceval valve pvs21. There was concomitant operations mitral annuloplasty (map) and tricuspid annuloplasty (tap). Cg future 28mm was used for map, and physio ring was used for tap. X-clamp time was 2 hours and 7 minutes, and the operation was completed without any problem. The patient was stable during surgery and recovered well post op.